Manufacturer narrative:
(B)(4). D10: item name# oxf uni tib tray sza lm/rl PMA; item number# 154718; lot # 3383088, item name# oxford uni twin-peg femoral sm; item number# 166941; lot # 3367388. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a unicompartmental knee arthroplasty and was revised approximately 11 years and 3 months post-implantation due to bearing dislodgement. Attempts have been made, and no further information has been provided.